Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient self tester's nurse, (B)(6), reported a discrepant high result with inratio vs. The doctor's poc monitor. The results were as follows: (B)(6) 2015 inratio inr=4.0; doctor's poc inr=1.8. The patient self tester's therapeutic range is: 2-3.

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. In-house testing with the returned monitor meets accuracy criteria. The returned monitor met functional and thermistor testing requirements during investigation. The impedance curve associated with the customer's result of 4.0 obtained with lot 355822 was statistically analyzed. It was found to not exhibit weak-slope change. There is no information which suggests a product deficiency with the monitor. Root cause is unable to be determined from the information provided.